Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was also stated that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a procedure wherein the ipg and the leads were explanted. The explanted device components were retained by the medical facility and will not be returned.